Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint.- litigation papers allege the following: patient has suffered and continues to suffer very serious bodily injuries and substantial pain and suffering; patient has been required to have a surgical revision. Doi: (B)(6) 2009; dor: (B)(6) 2011; (left side). Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the femoral stem was loose. Records are available for further review. After review of medical records, for MDR reportability, the patient was revised to address loose femoral component of left total hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).